Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the device failed to started up. During troubleshooting, fse found that the host pc boot up failed. Fse replaced the hard disk of the host pc, restored the backup file and did calibration. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system startup was failed. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the host pc was not booting up. The field service engineer inspected the system onsite and replaced the hard disk for the host pc, restored the backup and did calibration. After the repair the device was returned to use in good working order.